Event description:
This unsolicited case from (B)(6) was received on 26- oct-2016 from a patient. This case involves a male patient who received treatment with synvisc one and after unknown latency patient was unable to walk and experienced pain for 24 hours a day. No concomitant medications, past drugs medical history or concurrent conditions were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided) on left knee. On (B)(6) 2016, the patient received his last syringe. On an unknown date in 2016, after unknown latency patient was unable to walk. It was reported that the patient suffered from pain for 24 hours a day which was not known before (latency: unknown). Later, for four weeks, the patient was written off sick (self employment). Action taken: unknown. Corrective treatment: not reported for both the events. Outcome: not recovered/ not resolved for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: persistent or significant disability. Pharmacovigilance comment: (B)(4) comment dated 31-oct-2016: this case concerns a male patient who received treatment with synvisc one injection and later he was unable to walk and also suffered from pain for 24 hours a day that was not known before. A causal role of suspect product cannot be excluded for occurrence of these events. However, further information regarding medical history, underlying condition, other concurrent conditions, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from (B)(6) was received on 26- oct-2016 from a patient. This case involves a male patient who received treatment with synvisc one and after unknown latency patient was unable to walk and experienced pain for 24 hours a day. No concomitant medications, past drugs medical history or concurrent conditions were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided) on left knee. On (B)(6) 2016, the patient received his last syringe. On an unknown date in 2016, after unknown latency patient was unable to walk. It was reported that the patient suffered from pain for 24 hours a day which was not known before (latency: unknown). Later, for four weeks, the patient was written off sick (self employment). Action taken: unknown. Corrective treatment: not reported for both the events. Outcome: not recovered/ not resolved for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: persistent or significant disability additional information was received on 31-oct-2016. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 31-oct-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 31-oct-2016: this case concerns a male patient who received treatment with synvisc one injection and later he was unable to walk and also suffered from pain for 24 hours a day that was not known before. A causal role of suspect product cannot be excluded for occurrence of these events. However, further information regarding medical history, underlying condition, other concurrent conditions, concomitant medications and other risk factors precludes the complete medical case assessment.